Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was having power control problem. Upon troubleshooting fse found that the faulty mpd control unit (main power distribution). To resolve this issue, fse replaced the mpd control unit. The defective mpd control unit was returned philips for analysis and observed burn marks and heat spots on the mpd cu. The system was returned to use in good working order. The codes were updated based on the investigation outcome.